Event description:
It was reported that during a da vinci-assisted surgical procedure that the generator repeatedly faulted. The customer proceeded with the case using a force triad generator. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generator unit to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed, and the issue was confirmed through system logs, which showed recurring errors m-02, c-71, and 2-71 on 13-may-2026, as well as c-82, c-83, 2-87, m-11, and 1-71 during april 2026. Visual inspection indicated that the unit was in good cosmetic condition. During testing, the unit generated error code m-02-3 at startup, and logs additionally recorded c-00 and m-02. The complaint was confirmed based on the failure analysis. The probable root cause of error m-02 is attributed to a faulty component of the generator.